Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms were noted. The insulin pump functioned properly. The motor was tested outside the device and passed. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during a basal delivery. Customer's blood glucose was 245 mg/dl. The customer could not recall any significant events leading to the alarm. She also stated she was able to complete the rewind sequence on her insulin pump. A no delivery alarm was also found in the alarm history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.